Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) pacing light was on but pacing was not delivered to the patient. The epg was replaced and returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that external pulse generator (epg) would indicate pacing but no pacing was delivered. It was indicated that the upper and lower cases were broken and contaminated, and the keyboard was scratched. It was also indicated that the battery release assembly, four knobs, lead flex cover, side bail cover, ring cover, main seal, two battery contacts, battery flex, encoder flex, case screw, and battery drawer were contaminated. The peg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.